Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that the right ventricular lead only uses the defibrillation high voltage coil and does not have a svc coil feature. The programmed active lead alert was a false trigger on 2013-(B)(6). (B)(4).

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as marketed in the u.s. Concomitant medical products: 693165 implantable tachy lead: (B)(6) 2007. 5076-52 implantable pacing lead: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device triggered a superior vena cava (svc) impedance alert for the single coil high voltage lead. The svc impedance alert parameter was disabled and the device mode was reprogrammed to dddr. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that the right ventricular lead only uses the defibrillation high voltage coil and does not have a svc coil feature. The programmed active lead alert was a false trigger on (B)(6) 2013. Analysis of the device memory indicated a false alert for lead impedance out of range.